Event description:
It was reported that the system 2600 displayed a "saturation fault" error message. There was no patient involvement reported. There was no patient information.

Manufacturer narrative:
A ge service rep performed an on site investigation. The malfunction was verified. The problem has progressed and now the system reboots when the xray command is given. Suspected parts will be ordered if possible and attempt will be made to affect repairs. A follow up report will be filed if further info is obtained.